Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose was 118 mg/dl. Customer stated that the alarm occurred while she was trying to fill the tubing. Customer has changed the reservoir twice and still keeps receiving no delivery alarms. Customer manually pushed the plunger slowly and verified that the insulin exits the tubing. Customer ran a manual prime and the pump alarmed no delivery. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.